Event description:
After initial implant procedure, loss of capture (loc) and high impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The rv lead was revised to resolve event. The patient was stable with no consequences.